Event description:
A report was received that a pt's ipg was explanted due to skin erosion around the lead site. The skin erosion was minor and the lead was left implanted.

Manufacturer narrative:
The explanted ipg was not returned for eval, because it was discarded by the medical facility.